Event description:
Patient had biomet titanium plates implanted originally late (B)(6) 2018 on both the left and right chest wall due to history of coronary artery bypass graft (CABG) with sterile sternal dehiscence with development of sternal instability. There was no evidence of infection, but patient did report significant coughing in the early post op period as well as returning to significant weight lifting postoperatively. Several weeks postop, patient complained of chest wall instability and pain again and in (B)(6) 2018, patient returned to surgery for redo bilateral pectoralis major muscle advancement flaps. The plates were observed by the surgeon and appeared to be fractured. Both the plates and screws were removed along with the previous sternal hardware in its entirety and replaced. The patient tolerated the procedure well with no known harm to patient.